Event description:
It was reported that the patient experienced an unspecified malfunction and had diabetic ketoacidosis, while being in an active sensor session. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was at a doctor¿s appointment and experienced continuous thirst and felt fatigued. The patient was unable to recall his continuous glucose monitor (cgm) or the blood glucose (bg) meter readings at the time. However, the patient¿s doctor advised him to go to the hospital and the patient drove himself to the emergency room. A fingerstick was taken and the bg reading was 456 mg/dl. The patient could no longer remember what the cgm reading was at that time. The patient received intravenous treatment and stayed at the hospital for a total of 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. The allegation is confirmed via data. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, inclu - correction. D4 catalog no - correction. D4 serial no - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H5 labeled for single use - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: investigation findings - correction. H6 codes: investigation conclusion - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025 for data analysis. Performance data was reviewed. On 02/19/2025, the app delivered high alerts with 0% volume for over four hours, from 02:24 am to 06:39 am, before acknowledged. The high alerts did not have volume as alwayssound was disabled. The device functioned within specifications and patient settings. Data investigation confirmed no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode. No additional patient or event information is available.